Manufacturer narrative:
On 22-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, during a scheduled implantation procedure, the surgeon felt gel coming out of the device. During visual evaluation of the device, a tear was observed on the anterior aspect, measuring 1.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 450cc gel breast prosthesis ruptured during an unspecified breast surgery. The surgeon reported that he was inserting the device into the patient when he felt gel coming out of the device. The surgeon immediately stopped the insertion and removed the device before there was any gel contamination. The surgery was completed with another mentor memorygel breast implant 450cc gel breast prosthesis. There was no reported delay in the procedure or any other patient consequence.